Event description:
Customer reported that while conducting the cuff balloon test, a nurse observed air leaking from the cuff. There was no patient involvement as failure was discovered during pre-test.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.